Manufacturer narrative:
D10: new date of 04/24/2020. H3: changed to yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with cut-off (25 miu/ml) and middle positive standards (100 miu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false negative urine result after performing an hcg test with a patient on (B)(6) 2020. The patient allegedly performed 8 pregnancy tests at home which were positive. A serum sample was drawn and the result was 224 iu/ml. A clinician retested the urine specimen and observed that the test result was positive. The controls performed as expected, technique and procedure were followed. Subsequently, the care coordinator of the medical center ran the same urine sample on 10 hcg tests with positive results. There was no treatment, procedure or medication changed for the patient due to this event.